Event description:
It was reported that resistance was felt when the first coil was advanced in another manufacturer's microcatheter. The delivery wire of the subject device was retrieved and it was observed that the main coil of the subject device had detached inside of the microcatheter. The subject device was retrieved with the microcatheter. A second coil (subject device) was advanced in the same microcatheter and the same event occurred. The second coil was retrieved with the microcatheter. A third coil was used and the operation was completed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was intact and attached to the delivery wire. The delivery wire and main coil were kinked. Information available indicated that the device was prepared per direction for use (dfu) and confirmed to be in good condition prior to use. However, during the procedure the coil was used with a microcatheter that was not compatible with the coil, as per our dfu. It is probable that the damage to the main coil was due to the use of non-compatible microcatheter and the delivery wire kink to handling during use. Analysis did not identify any evidence of the alleged premature detachment. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that resistance was felt when the first coil was advanced in another manufacturer's microcatheter. The delivery wire of the subject device was retrieved and it was observed that the main coil of the subject device had detached inside of the microcatheter. The subject device was retrieved with the microcatheter. A second coil (subject device) was advanced in the same microcatheter and the same event occurred. The second coil was retrieved with the microcatheter. A third coil was used and the operation was completed. There were no reported clinical consequences to the patient.